Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of intermittent image was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the camera head display intermittent image. The event occurred during preparation for use, prior to therapeutic electro-resection of prostate procedure. The procedure was finished with same device and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e4, this event was not reported to the FDA. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. Based upon the results of evaluation, it was considered a possible cause that the suggested phenomenon occurred due to a disconnection of a cable causing the video function to not work. Olympus will continue to monitor field performance for this device.